Event description:
In the past three weeks we have had 5 ge b40 monitors fail with the "spo2 module error". When this error comes up, the spo2 vitals will not be picked up by the monitor. Due to this error the monitors have to be sent in. So far since (B)(6) 2015 we have had to send 11 monitors with the same error. Two of these monitors had to be sent in twice within two months of being repaired from the first failure. The "spo2 module error" has failed in multiple monitors. The nurses would not know about this error until they would go into the room to check the pt vitals. The spo2 will no longer work. These have failed in 3 o 4 different departments. This section will need to be skipped. Contact (B)(6) for all details.